Manufacturer narrative:
Investigation summary: 03/05/2026 the reported complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Sister samples were requested from the customer, but the customer did not provide any samples. Therefore, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer. A device history lot # review could not be conducted because no lot number(s) was/were identified.

Event description:
A user facility mandatory medwatch report number (B)(4) was received with regards to a transpac IV monitoring kit neonatal, 24", disposable transducer, 30 ml squeeze flush (infusion pump). The neonatal nurse practitioner (nnp) was called to the (0-day old) patient bedside to assess left arm with a-line [arterial line]. Mottling noted throughout arm, chest, and back along with decreased perfusion to hand. A-line removed. Ultrasounds obtained of lue [left upper extremity] and hus [head ultrasound]. Large amount of air emboli noted on hus. Patient had worsening lactate acidosis after receiving medications and intubation. Repeat hus, CT, and MRI with extensive brain injury. The patient involved was a 0-day old female, death in (B)(6) 2026. The event occurred in nicu hospital. The event occurred on an unspecified date in february 2026. There is no additional information available regarding this event at this time.

Manufacturer narrative:
Notes: the specific date of the patient's death was not provided; however, the patient died in the month of (B)(6) 2026. The patient's age can be found in section b5 due to software limitations.

Manufacturer narrative:
Updated b7 - other relevant history and d10 - concomitant product.